Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact to customer's blood glucose. Reportedly, after clearing the alarms, the customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.